Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stenting procedure performed on (B) (6), 2009. According to the complainant, the stent was removed from package, the suture was cut and removed from the stent. Prior to using the stent, a cut around proximal pigtail was noted. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".